Event description:
It was reported that the customer had a motor error alarm on the insulin pump and the pump was using up batteries. Customer stated that the alarm occurred during basal and it has been draining the batteries for the past week. Customer's call was dropped before the issue could be documented. Customer was called back twice and left a message. Customer was advised to call the help line back. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).